Manufacturer narrative:
Based on the information received patient factors likely led to the event.

Event description:
Patient underwent valve-in-valve intervention due to severe aortic stenosis and motion restricted leaflets secondary to degeneration. Post operative echo demonstrated a good, functioning bioprosthetic valve inside the existing pericardial valve.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that nine (9) years, one (1) month post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis. A 23mm transcatheter was implanted successfully via transapical approach and no additional details were provided.